Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Note: suspect instrument 8100 s/n (B)(4) and concomitant instrument s/n (B)(4) date of manufacturing is unknown. Patient age and dob requested on 15may2019.

Event description:
It was reported that the device was programmed at 0343 to infuse vancomycin for the duration of two hours. At 0440, the nurse entered the patient's room and noted that the infusion was completed faster than expected and infused within one hour. The pump programming from carefusion data confirms interoperability was used and appears as correct initial programming of the drug, concentration and rate at 0343. The customer stated that the patient required additional monitoring, however, there was no direct harm caused to the patient from the event.

Manufacturer narrative:
Revised file from a reportable malfunction to a serious injury. Patient age and dob requested but not provided, however, the customer stated the patient was an adult patient.

Event description:
It was reported that the device was programmed at 0343 to infuse vancomycin 2000mg/d5 290ml premade ivpb to infuse at a rate of 145ml/hour for the duration of two hours. At 0440, the medical/surgical nurse entered the adult patient's room and noted that the infusion was completed faster than expected and infused within one hour. The pump programming from carefusion data confirms interoperability was used and appears as correct initial programming of the drug, concentration and rate at 0343. The customer later stated that the patient required labs to be monitored due to the possible adverse effects caused by the vancomycin infusing too fast.

Manufacturer narrative:
Changed from malfunction to serious injury. The customer¿s complaint that an infusion was completed faster than expected and infused within one hour was not confirmed, however review of the pcu event log shows that a secondary infusion of vancomycin that was programmed to infuse over 2 hours was stopped by the user after approximately 1 hour and 8 minutes. There were no obvious programming errors that would result in the reported event. Programming parameters set for medication had a rate of 145ml/h and vtbi of 290ml which would have completed in 2 hours. After approximately 1 hour, 8 minutes, and 1 second into the infusion program the device was channeled off , the infusion program stopped, and pump module was in idle state. The beginning svi=854.727ml and ending svi=974.542ml which makes the total volume infused at 119.797ml out of the initial 290ml set for infusion program. The only activity on suspected pump module after the date and time of incident was a channel off and power down at 12:54 pm. Functional testing, and internal/external inspection, performed on the returned pump module s/n (B)(4) found the device to be in good working condition and delivering fluid within specification. The front door assembly was identified as 3rd party. The disposable set was not returned for investigation. The root cause was not identified.

Event description:
It was reported that the device was programmed at 0343 to infuse vancomycin 2000mg/d5 290ml premade ivpb to infuse at a rate of 145ml/hour for the duration of two hours. At 0440, the medical/surgical nurse entered the patient's room and noted that the infusion was completed faster than expected and infused within one hour. The pump programming from carefusion data confirms interoperability was used and appears as correct initial programming of the drug, concentration and rate at 0343. The customer later stated that the patient required labs to be monitored due to the possible adverse effects caused by the vancomycin infusing too fast.